Manufacturer narrative:
Title: three-dimensional (3d) system versus two-dimensional (2d) system for laparoscopic resection of adrenal tumors: a case-control study source: langenbeck's archives of surgery (2020) 405:11631173, https://doi.org/10.1007/s00423-020-01950-8/ published online: 9 september 2020 springer-verlag gmbh germany, part of springer nature 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a prospective study compared the safety and efficacy of three-dimensional (3d) versus two-dimensional (2d) laparoscopy in the resection of adrenal tumors between april 2003 and march 2020. It is noted that in the 2d laparoscopy group, a device vessel-sealing system was utilized to divide and cauterize the adrenal vein as well as the accessory veins and arteries. There were 150 total participants, with 55 patients in the device group, and complications included intra operative bleeding. Conversion to open was required in 6 patients to resolve the issue. Blood loss in these patients was noted to be (ml) 451.4 ¿ 380.1.